Event description:
A surgeon reports performing a lens exchange due to a decrease in the pt's bcva following the initial surgery. The pt's bcva prior to surgery was 20/50 and the pt's bcva following surgery was 20/100. The pt's uncorrected va following the lens exchange was 20/25. Additional information has been requested.